Event description:
During an ima takedown procedure, it is alleged that the cautery spatula fell out of the scalpel cautery instrument and into the patient. It was reported that spatula was retrieved and there was no adverse effects to the patient.